Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-38" was confirmed. Service determined that the cause was due to force sensing resistors being out of specification. The resistors were replaced to resolve the issue additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.